Manufacturer narrative:
Evaluation summary: one sample was received for evaluation, the stylet was received. The failure mode cuff won't inflate is confirmed. An inflation/deflation test was performed, air was applied to the cuff using a syringe and it was observed inflation was difficult and deflation was hard, it was noticed the air has difficulties to get through the inflation system. A CAPA was initiated to address the failure mode reported. The device history record (DHR) was reviewed and no discrepancies were found. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the product was opened, it was difficult to inject air from the device¿s pilot balloon during cuff checking. It was reported that air was difficult to come out as well. The customer reported that there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.